Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio will replace the system board to resolve the issue, observe proper device operation through functional and performance testing, and return to the customer for use.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use reported with the event.

Manufacturer narrative:
Since no more system pcbas are available for repair in this version (v1) of devices, the device was scrapped and the customer was given a replacement device. Further evaluation of the removed system pcba found that a diode, designator cr15, was shorted. This damaged the integrated circuit, designator u28. With a short circuit present, the lp15 was unable to turn on. The cause was shorted diode, designator cr15.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use reported with the event.